Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the m-02 error and suspected the monopolar integrated electrosurgical unit (iesu) pedal. The fse has been unable to replace the component and another site visit is scheduled to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator displayed m-02 error and the customer needed to set up the forcetriad generator to proceed. The procedure was completed with no reported injury.